Event description:
It was reported that an iLet user experienced prolonged hyperglycemia with a highest continuous glucose monitor (CGM) value of 260 mg/dL after an insulin occlusion alert and subsequent supply change while using a steel infusion set on the abdomen; the user was transported by ambulance to an emergency department (previously reported on a separate case), remained on iLet therapy, and was treated for a urinary tract infection, with no hospitalization, and the device component involved was the connector/coupler and the problem described as obstruction of flow. Symptoms included hyperglycemia with associated lethargy and fatigue. Outcomes included unexpected medical intervention with medication required. Investigation included communication with the user¿s caregiver and analysis of information provided after data sync. Investigation of this case revealed a deformation problem consistent with an obstruction of flow traced to the connector/coupler. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.